Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer electric dermatome power supply serial number: (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 21 june 2019, it was reported that the power supply for a dermatome had exposed wires. The customer was asked to return a zimmer electric dermatome power supply serial number: (B)(6) for evaluation and were issued a quote for service. At the time of the investigation, however, the customer has yet to accept the quote for service nor has the product been returned for evaluation. As such, no evaluation or repair was performed on the device and cannot be reviewed as part of the investigation. No evaluation of repair was performed on the device at the time of the investigation. As such, a specific root cause of the reported event can be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text : device not returned.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the manufacturer for evaluation and the investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device wires were exposed. The event occurred during pre-surgery, and there was no harm and no delay reported. No adverse events have been reported as a result of this malfunction.